Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt of the lead, there were several positioning attempts made throughout the anterolateral branch, but all positions had "poor thresholds". The lead was not implanted. The patient was successfully implanted with a device and lead. No patient complications have been reported as a result of this event.